Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0fklb, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received later was noted that patient onset of infection was on (B)(6) 2014. There was no meningitis reported. The patient experienced swelling and pain. It was noted that the infection was located at the device pocket and there was no culture obtained. The patient was placed on oral antibiotics and outcome was reported as infection resolved.

Event description:
The device was removed because of infection at the pocket site. It was later reported on (B)(6) 2014 that patient was on perioperative antibiotics. The pocket had been open a least a month (small opening), the health care provider tried to save the implant by seeing the patient on a weekly basis. The manufacturer representative did not know if the patient had meningitis. It was reported that there was a hole in the incision and red around the pocket. It was mentioned that manufacturer representative did not know if organism was cultured or what the culture source was. The lead and battery was explanted, pocket was irrigated with antibiotic solution and antibiotics were provided to patient post-op. The patient outcome was not known. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.